Event description:
It was reported that during a lap nissen procedure, handpiece did not work after resterilization. Error code on generator came up "handpiece temp". Case was cancelled - patient was taken off table and rescheduled.